Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 200 mg/dl. Customer stated that he had a mini stroke and he was confused and dizzy. Customer also stated that his insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window.